Manufacturer narrative:
Product reference 4433742 is not cleared for sales in the USA, but similar product reference 5433742 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch 36939974 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar incident has been reported to us on this batch of access ports released in november 2018. Investigation results: despite our requests, neither the device or the x-ray pictures taken after the implantation were returned for analysis. No thorough investigation is possible. Conclusion: without any concrete element, for evaluation, no conclusion can be drawn about the incident root cause. The catheter rupture is a known complication of access ports implantation. This is a rare occurrence ((B)(4)%). No corrective action is envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Patient diagnosed with posterior fossa medulloblastoma who was placed catheter baby port on (B)(6) 2019. By placing medications through the catheter, patient had neck edema. Rx is taken and a total rupture of the catheter is observed at the neck level with embolization of the segment distal to the pulmonary artery, which is why intracardiac foreign body extraction with intravascular technique was required by the hemodynamics service.